Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system called technical services (ts) and stated having connection issues with their communicator and ICD device. Subsequently, troubleshooting efforts were performed and a successful upload was received. It was noted that two red alerts were displayed on the device. The stored red alerts were reported to indicate that the right ventricular (rv) lead exhibited high out of range shock impedances. Ts referred the patient to contact their clinic for further evaluation. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system called technical services (ts) and stated having connection issues with their communicator and ICD device. Subsequently, troubleshooting efforts were performed and a successful upload was received. It was noted that two red alerts were displayed on the device. The stored red alerts were reported to indicate that the right ventricular (rv) lead exhibited high out of range shock impedances. Ts referred the patient to contact their clinic for further evaluation. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported.